Manufacturer narrative:
The hill-rom technician found the left caregiver head up button was stuck. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure all functions on the siderail caregiver control operate correctly. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Repair or replace the siderail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left caregiver control membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed was going up by itself without any buttons being pressed. The bed was located in the basement at the account. There was no patient/user injury reported.this report was filed in our complaint handling system as complaint #(B)(4).